Manufacturer narrative:
Device evaluated by manufacturer: visual and tactile examination of the returned device revealed a break at the lapweld area of the shaft. The area of the break was slightly stretched for 4mm in length. This damage is consistent with the device meeting with a restriction and the device being pulled on in order to remove the device from the sheath which resulted in the shaft breaking. The balloon was folded but not wrapped fully around the shaft. There were traces of blood present inside the balloon. No other damage was noted to the shaft of the device. No other issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a angioplasty treatment procedure, balloon detachment occurred. Vascular access was obtained via the left popliteal artery. Thrombolysis of the popliteal femoral, common femoral, external iliac and common iliac veins was performed. The 8-4/5.3/90 ultrathin stent delivery system (ut sds) was advanced to treat a residual clot in an unspecified location. Upon removal of the ut sds, a balloon detachment occurred inside the sheath. Both the sheath and the balloon were removed together. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is ok.

Event description:
It was reported that during a angioplasty treatment procedure, balloon detachment occurred. Vascular access was obtained via the left popliteal artery. Thrombolysis of the popliteal femoral, common femoral, external iliac and common iliac veins was performed. The 8-4/5.3/90 ultrathin stent delivery system (ut sds) was advanced to treat a residual clot in an unspecified location. Upon removal of the ut sds, a balloon detachment occurred inside the sheath. Both the sheath and the balloon were removed together. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is ok.